Event description:
A home pt reported several occurrences in which a check pt line alarm occurred during priming. The home pt found the pt line did not prime completely. The home pt stated all clamps were open, the pt line was in the organizer and extension lines are not used. The reprime procedure is performed. The home pt has observed kinks in the tubing, but is able to massage them out. No pt injury or medical intervention was associated with this rpeort per the home pt.